Event description:
Additional information has been received indicating that the reusable handle used with the disposable tip was thought to be the cause of the patient issue.

Manufacturer narrative:
The tip and handle were received without original packaging. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One handle and one tip have been received. However, based on the reporting description it can be concluded that the received handle is not the complaint sample as it was stated that the reported handle was purchased in 2007. The received handle was manufactured in 2018. Clarification with customer requested. The received handle and tip were functionally and visually inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that connection of the devices meet the specifications. It was possible to attach and release the tip to the handle as intended. This tip was tested with a different handle and the issue was not reproducible. The received handle was tested with a different tip and the reported issue was also not reproducible. As no problem was found the mechanism itself was further investigated. The handle mechanism looks good and has no visible defect or signs of excessive use. The mechanism insight the instrument is also in a good shape. Even the necessary rubber ring insight the mechanism, which ensures a secure pre load on the bayonet catch, is in place. Therefore, the bayonet catch on both sides, handle and instrument, were according to the specifications. Due to this, it can be assumed that the tip was not correctly mounted to the handle during handling by customer. No root cause identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples were received without original packaging. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. Surgery residuals are visible and the tip is very deformed. After cleaning, it was found that connection of the device meet the specifications. It was possible to attach and release the tip as intended. This tip was also tested with a different handle and the issue was also not reproducible. Due to this, it can be assumed that the tip was not correctly mounted to the handle during handling by customer. The product was found to be within specifications. Most possible the tip was not correctly mounted to the handle during handling by customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a retinal procedure for the peel of epi retinal membrane in the left eye, the micro forceps tip shot off the handle into the retina causing a retinal bleed. Gas tamponade was used to control the bleeding. The patients symptoms are improving.